Event description:
Implant date: 1992. Pt complained of pain and other symptoms. Post operative x-rays indicate a breakage of the screws and a pseudoarthrosis. Revision surgery in 1994 to replace device.